Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the etco2 port was broken and that the etco2 tubing could not be connected to the co2 inlet port. There was no negative patient impact.